Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Whilst the consultant surgeon was using the above instrument during a revision knee procedure, the handle broke. All components retrieved from the opened wound, no delay during surgery. Instrument was from the loan mbt preparation tray. Loads department made aware via email of the broken item, which I¿ve since removed for investigation.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary